Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubble anomaly. Customer's blood glucose level was 302 mg/dl at the time incident and current blood glucose level 255 mg/dl. Customer other relevant blood glucose level was 278 mg/dl, 127 mg/dl, 144 mg/dl. Customer experienced nausea and headache. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The device will not be returned for analysis.